Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high and undefined, and low pacing impedance. The lv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.